Event description:
The customer reported that the buttons were unresponsive and insulin squirted out during the manual prime process. The device also stated that the device was stuck in the prime loop. The blood glucose reading was 220mg/dl. Advised the customer that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test and alarmed motor error during the basic occlusion test as a result of a protruded/loose drive support disk. The motor passed the motor test. Missing end cap sticker noted.